Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 39 mg/dl at the time of the incident. The customer was given oral gel to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was running high, gave herself insulin and had not eaten, so they went low. Troubleshooting was completed and no issues were found. The insulin pump will be returned for analysis on another case due to a unexpected restart issues.